Manufacturer narrative:
(B)(4). D10. Unknown burch-schneider anti-protrusio cage item#: unknown, lot#: unknown. G2. Report source: turkey. Journal article citation: abul m.s., agir m., sevim o.f., eceviz e., tuncay I. (2025). Quadrilateral surface plating combined with anti-protrusio cage for pelvic discontinuity¿a preliminary clinical comparison of a novel technique. Archives of orthopaedic and trauma surgery (2025) 145:476. Http://dx.doi.org/10.1007/s00402-025-06093-3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
A journal article was obtained on 09 february 2026 that reported a retrospective study from turkey. The purpose of the study was to observe survivorship of patients undergoing revision for pelvic discontinuity with reconstruction with and without quadrilateral surface implant. The study reviewed 13 patients, divided into two groups. Group 1 ¿ burch-schneider reinforcement cage & dursal highly cross-linked polyethylene (hxlpe) liner (zimmer biomet, warsaw, in, USA); group 2- burch-schneider reinforcement cage & hxlpe (zimmer biomet, warsaw, in, USA) in conjunction with curved recon locking plate (tst orthopedics, istanbul, turkey). The study population had a mean age of 73.3 years at time of surgery (range, 57-94); (69% females). Follow-up was conducted at six weeks, three months, one year and annually thereafter with a mean length of follow-up for 6.3 years (range, 3-11 years). The journal article reported patient number 4, in group 1 experienced periprosthetic fracture & aseptic loosening and was revised on an unknown date with placement of new anti-protrusio cage. Diligence is completed and no further information on the reported event has been provided.